Event description:
A nurse reported that the footswitch for the phaco machine did not adjust. There was no pt involvement.

Manufacturer narrative:
The customer's complaint history was reviewed for the past 24 months, and revealed no additional similar complaints for this footswitch, and no similar complaints for this phaco machine. The footswitch was returned to the MFR and evaluated. Testing revealed that the footswitch was unable to be adjusted and wear was noted on the insides of the right and left horizontal switches. The investigation, including root cause determination is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).